Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the device was observed to have a cracked in the universal adapter. When the endo cannula was removed, the adapter coupling broke. The patient had to attend the hospital service again for the replacement but had the same thing happened again. Currently the patient had a replacement with no harm noted.